Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced right inner thigh sensory defect. Chronic right hip/groin/upper thigh obturator nerve damage.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced discomfort, mesh exposure, pain, urinary tract infection and a revision surgery.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced chronic right groin/upper thigh obturator numbness due to obturator nerve damage, vulvar pain, pain in pelvic floor muscles, nerve symptoms in her right hip, pelvic floor dysfunction, perineal pain, numbness down into right groin and hip, right inner thigh pain, left labia burning, pain with intercourse, pain with palpation to periurethral tissues, and levator ani., reduced sensation to right perineum, urethral pain with sitting.